Event description:
A central line was required for a critical patient. Upon insertion, the physician had difficulty with wire advancement with use of dilator. The physician indicated that there is a problem as the dilator fails to advance (it seems "flimsy") and ultimately the wire bends and the physician is unable to pass the triple lumen. The device involved is available to return to the manufacturer upon their request. There was no adverse effect to the patient related to the slight delay with central line placement.